Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacement of the graphic user interface(gui)central processing unit (cpu)and the backlight inverters.

Event description:
It was reported that the 840 ventilator displayed vertical lines on the bottom of the screen. There was no patient involvement at the time of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A covidien field service engineer inspected the device and verified the reported condition. The graphical user interface (gui) printed circuit board (pcb) was replaced and the backlight inverter pcbs were upgraded. The ventilator passed self-testing.